Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for insulin pump error. Customer's blood glucose was unknown. Customer reported she has had to change battery with higher frequency lately. Customer also reported a insulin pump error as battery had stopped working overnight. The insulin pump will be returned for analysis.